Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012 for stress urinary incontinence. On (B)(6) 2012, the patient experienced pelvic floor pain, but no infection. On (B)(6) 2012, the patient developed a fever. The surgeon suspected necrotizing fascitis, but this was not confirmed. The sling was removed in an uncomplicated operation. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.